Event description:
On (B)(6) 2010, pt reported the spring inside the battery compartment of infusion device broke. This occurred 2 weeks ago when she was replacing the battery. Pt reported within 1 day of changing to a new battery, the infusion device alarmed e2 battery depleted and then the screen went blank. After a few seconds, the screen displayed stop. Pt attempted to place the infusion device in run but the a2 battery low alert displayed. Infusion device was not dropped or exposed to water. There was no evidence of corrosion or contamination in the battery compartment. Pt uses approved type of battery in infusion device. Battery depletes within 1 day of being changed. Pt switched to backup infusion device. Infusion device was replaced and requested for eval. Battery and battery cover will also be returned for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.